Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion set had a leak. Customer also reported that cannula was bent. Customer's blood glucose was 600 mg/dl, but declined troubleshooting for high blood glucose due to knowing that high blood glucose was due to bent cannula.